Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose; chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 408 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent over. As treatment, patient administered a correction bolus with the pod, a new pod was applied and patient administered a correction bolus with the new pod. The diabetic trainer has been changing the settings every day for the last week which included basal rate, ic ration and correction factor went from 100 to 80. Patient¿s history: 180 mg/dl 4 pm; 283 mg/dl 5:30-6pm; 408 mg/dl 8:30 pm; changed the pod at 8:30 pm and gave a correction bolus with the new pod.

Manufacturer narrative:
Inspection of the exposed portion of the soft cannula did not find it bent or kinked. The fluid path was inspected and no issues were noted that would cause high blood glucose levels. Correction : device available for eval was no should be yes date returned to mfg updated to 8/15/2018. Device not returned. The device was previously returned but not investigated.